Event description:
As reported by the user facility: as catheter was being removed from pt, tip of catheter (approx 5 cm) broke off. Additional info provided by the reporting physician indicated the (B)(6) female pt and a block for pain. The pt had good results from the block. The catheter was in place approx 48 hrs. When the catheter was removed approx 5 cm of the catheter broke off in the pt. The pt was discharged. The pt later reported to the doctor that the catheter fragment worked its way out like a splinter. The pt initially reported she had the fragment piece of catheter and then later reported she lost it. The dr has followed up with the pt several times and to date there has been no adverse sequela associated with the reported incident . The lot number remains unk.

Manufacturer narrative:
The actual catheter sample in the incident was returned to the MFR to be evaluated. The catheter length measured approx 1030 mm in length. The catheter tip had been fractured and was not returned. The fractured area of the catheter was flattened and stretched / attenuated, indicating tensile fracture. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. The sample and all available info has been forwarded to the actual MFR for further investigation.